Event description:
It was reported that device's left channel is not reaching 290 mm of pressure, only reaching 125 mm. No patient injury was reported.

Event description:
It was reported that device's left channel is not reaching 290 mm of pressure, only reaching 125 mm. No patient injury was reported.

Manufacturer narrative:
Device evaluation a sample was received to perform an investigation. Functional testing was performed by installing pressure chambers to a regulated air supply. Set the regulated air pressure, turned the toggle switch left to inflate the pressure chamber, and pressure gauge needle was found to be out of tolerance as described by the user. Disconnecting the hose from the air supply, the pressured in pressure chamber air leaked. The reported problem was confirmed. Removed back cover for further investigation. Visual inspection found that the bladder bag port was loose from the subminiature version c (smc) connector which caused air to leak. The bladder bag was replaced and resolved the problem. In addition, the old style float switch was replaced with the new style float switch and the broken drain valve was replaced. A device history record (DHR) review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.